Event description:
It was reported that patients spinal cord stimulation (scs) was not providing adequate pain relief, the patient underwent a system explant procedure. The explanted device components were discarded by the facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately five years ago from date manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-paddle leads upn: m365sc8216500, model: sc-8216-50, serial: (B)(6) , batch: 17112790.